Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse discovered that the ise drain valve was not opening and proceeded to replace the valve. Failure mode of the event is attributed to a faulty ise drain valve.

Event description:
The customer reported obtaining a patient anion gap result of 34 which alerted the customer to an issue on the unicel dxc 600 synchron system. The customer proceeded to re-calibrate ise (ion selective electrode) but calibration failed. While troubleshooting for the calibration failure, the customer discovered that approximately one (1) liter of the ise waste leaked onto the floor. The customer was wearing personal protective equipment consisting of gloves, and a laboratory coat during the event and no injury or exposure was reported. The customer confirmed that no erroneous patient results were released out of the laboratory. There was no change or affect to patient treatment in connection with this event.